Manufacturer narrative:
Product evaluation: no sample was returned, therefore, the condition of the product could not be verified and visual inspection cannot be performed. The device history record (DHR) for the batch was reviewed. No abnormalities were found during the DHR review and the product was released according to the manufacturer's release criteria. Because a sample was not returned, the root cause cannot be determined. There have been no other similar complaints reported in the lot number. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
A doctor reported increased intraocular pressure (iop) following a glaucoma filtering device procedure. Several months later, an additional glaucoma filtering device was implanted into the same eye. Symptoms improved. The device remains implanted.

Manufacturer narrative:
(B)(4).